Event description:
It was reported that one day post implant, the pulse generator exhibited a diagnostics anomaly. No intervention was reported. The patient experienced no adverse consequences and was doing well.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Upon review, the pulse generator should not have been submitted as a medical device report (MDR) as the event did not indicate a malfunction, did not cause a serious adverse event, and is not likely to cause serious injury upon recurrence.